Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm or replicate the customer reported complaint. The usm was tested on an in-house system, and it failed normal mode triggering error 25745. During inspection on axis 3, found no traces of fluid intrusion/contamination the spar toggle switch, instrument clutch switch, and the axes controller spar cannula (acsc) cannula switch. The usm went through testing on psc fixture test platform (pftp), and it passed all required tests. The spar toggle switch, instrument clutch switch, and (acsc) cannula switch with flex fiber cable (ffc) will be replace as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm to resolve the reported issue due to issue with cannula sensor. The usm was not free to move and would not complete entire homing sequence due to system thinking cannula was installed, even though no cannula was installed. The system cart drive was disabled as well due to cannula sensor issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm is pending failure analysis investigation. The complaint regarding usm issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported a flashing yellow on universal surgical manipulator (usm) 3 and a message about replace sterile cover. A technical service engineer (tse) recommended to reseat the sterile adapter. Also, it was informed that drape was replaced but the issue remained and the only part that was flashing yellow was the leds by adapter. The tse suggested to press the e-stop and recover and to power cycle once the case was completed to see if the disks move. The customer agreed. Again, the customer called to further troubleshoot this issue. Tse did not see anything out of the ordinary that would cause the disks not to move and yellow led at the carriage. They do have another system and the tse informed the customer that since both systems are on the same software level, if the surgeon needed all 4 usms, they could swap the psc around. Tse also had the customer hard power cycle the psc and the customer stated the system starts up fine, but the carriage was still blinking yellow. The customer also stated that if they press the instrument clutch button, the led turns blue then once the button was released, it goes back to yellow. The customer stated that the usm was working fine in the beginning of the case but then stopped mid procedure. The procedure was completed using the other arms with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked, and it did initially power on without errors. Dv stat was contacted for troubleshooting which was completed. The surgeon used the other arms and completed the case. The procedure was not converted. There was no patient injury. The procedure was not delayed more than 31 minutes.